Event description:
The patient was having a laparoscopic cholecystectomy. A stryker l-hook was used. The hook cautery was turned up to a high voltage to obtain adequate hemostasis on the gallbladder fossa. During this maneuver, it became apparent that there was a defect in the insulation of the hook cautery device approximately a cm from its tip. The hook electrode arced a flame towards the diaphragm anterior abdominal wall leaving a small burn. Part of this description was from the op note from the surgeon.